Manufacturer narrative:
Field service engineer (fse) investigated report that the system would fluoro during start up testing before patient was put on table, but then intermittently would not fluoro (tube shroud display indicated "preparing to expose...") When patient case was started. Customer had rebooted system before fse arrived and cleared the error. Fse checked unit and verified proper operation according to ddis system service checklist (B)(4) and no problem was found. Tech support asked fse to have the customer to power off the i5 computer overnight according to manufacturer recommendation and the staff agreed to implement this plan. At customer's request fse sat in on cases the next morning ((B)(6) 2015) with no problems observed.

Event description:
Customer reports via phone that during an undetermined urology procedure, the system computer failed, and lost fluoro. Staff moved the patient to another room, where the physician completed the procedure without further incident. Customer provided no other patient or procedural information, other than to say the patient is fine. No reported injury.